Event description:
As reported, no white tube or peg came out of a 6/7f mynxgrip vascular closure device (vcd) when the physician shuttled down, they were still in the device. Hemostasis was achieved by manual pressure less than thirty minutes. There was no reported patient injury. The device was inspected prior to use and no anomalies were noted. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The procedure used retrograde approach. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, no white tube or peg came out of a 6/7f mynxgrip vascular closure device (vcd) when the physician shuttled down, they were still in the device. Hemostasis was achieved by manual pressure less than thirty minutes. There was no reported patient injury. The device was inspected prior to use and no anomalies were noted. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The procedure used retrograde approach. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip vascular closure 6f/7f¿ was received for product evaluation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock open. The sealant and syringe were not returned for analysis. The catheter was inserted into an unknown non-cordis csi and was blood saturated. The balloon was not inflated, and the advancer tube was visible for approximately 2.5 cm. No other outstanding details were observed. Functional analysis was not performed since the unit was returned fully deployed. The product history record (phr) review of lot f2234004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant-failure to deploy-advancer tube¿ was not confirmed since the device was received with the sealant deployed and not returned. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue reported as the device was received deployed. However, it is possible that it was caused by an incomplete engagement of the advancer tube during the procedure since no other anomalies were noted. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, no white tube or peg came out of a 6/7f mynxgrip vascular closure device (vcd) when the physician shuttled down, they were still in the device. Hemostasis was achieved by manual pressure less than thirty minutes. There was no reported patient injury. The device was inspected prior to use and no anomalies were noted. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The procedure used retrograde approach. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2234004 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.